Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's active exhalation control module and 3 way solenoid valve needs to be replaced to address the issues.